Manufacturer narrative:
Concomitant medical products: 5068-58 lead, implanted: (B)(6) 1999. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds were noted on the right ventricular (rv) lead. It was further reported that occlusion was noted. The rv lead remains in use. No further patient complications have been reported as a result of this event.